Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd posiflush¿ normal saline syringe leaked during use. The consumer ¿determined that the syringe had a crack in it and was worried that it was not sterile¿. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review was complete and there were no documented issues for the complaint of batch 7265714 during this production run. There were no quality notifications issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.